Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: l. Ant resec with end to end anastomosis. According to the reporter: firing was done, but malformed stapling and uncutting occurred. Handle could not fully squeeze. Additional resection of tissue and used other device. Oozing under 200cc. Nothing fell into the patient cavity. Extended more than 30 minutes. No patient info available.